Manufacturer narrative:
It was reported that there was a leak. One sample model 10015861a, lot 24015001 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a leak was seen coming from the tubing between the distal smartsite and the male luer. Visual inspection under the microscope showed a cut along the tubing at the leak location. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the root cause for leakage due to damaged tubing could be related to failures in the versa machine during the cutting process of the tubing. The work order was created on february 02nd, 2024 to fix failures in the versa machine. A device history record review for model 10015861a lot number 24015001 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was leaking the following information was received by the initial reporter with the following verbatim event details: ¿patients chemo (etoposide) primed with low sorb tubing without notice of leak. When hanging chemo in patient's room, noticed glove was wet and there were drops of liquid on the outside of the tubing. Brought chemo back to med room and noticed liquid dripping from microscopic leak in tubing. Chemo and tubing saved in chemotherapy bag.¿

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.